Event description:
Customer's mother reports that sensor was not inserting into customer's skin. It was reported that customer's blood glucose was 20 mg/dl which was treated with a glucagon shot. As a result of low blood glucose, customer began to vomit uncontrollably and was hospitalized in (B)(6) 2013 for two days. Customer' blood glucose at the time of hospitalization was 100 mg/dl. It was reported that customer was also hospitalized on december 23, 2013 due to a stomach virus. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.